Event description:
It was reported that the handpiece began leaking a black fluid during a surgical procedure. The fluid came out of the device near the tip of the saw but did not come into contact with the patient. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.